Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted after 37 months of implant duration due to extended charge times. It was explanted, replaced and returned for laboratory evaluation.